Event description:
It was reported that ureteral stent had a fractured end.

Manufacturer narrative:
The reported event is confirmed, and the cause is unknown. The ureteral stent was returned with the opened original packaging. Visual evaluation of the returned sample noted a break on the proximal pigtail; the material where the separation occurred did not appear to be stretched or discolored. The material indented inward; this is seen when the stent is cut with a sharp object. The sample passed dimensional requirements; the outer diameter measured 0.0798" with a laser micrometer, the tip inner diameter measured 0.043" with a pin gauge. A 0.038" guidewire passed through the sample with no resistance. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be "inappropriate package design". As no patient involvement was reported, the device was not used on a patient though intended for treatment purposes. It is unknown if the device had met relevant specifications. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that ureteral stent had a fractured end.